Manufacturer narrative:
The insulin pump received with frozen display followed by constant tone due to moisture damage to electronic assembly. The insulin pump received with moisture damage on the motor, battery tube and vibrator assembly. No blank display, unexpected black dot on the display or unexpected vibration noted. The insulin pump received with cracked reservoir tube lip and scratched reservoir tube window.

Event description:
Customer stated that the insulin pump stopped working last night. The insulin pump beeped multiple times shortly after vibrating. Customer unable to access the main menu. Customer woke up with condensation on the lcd screen. The blood glucose reading is 212 mg/dl. The display is blank. The insulin pump exposed to insulin leaks. Nothing further reported.